Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she changed the battery and the display was blank. Blood glucose was 89 mg/dl. She stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. She was then instructed to remove the battery for 2 hours. She called back and stated the display returned but was showing an empty reservoir, she changed the battery 3 times and the device would register a dead battery and alarmed unexpected restart. The alarm history showed unexpected restart and battery out limit alarms. She stated a temporary basal was not programmed before the alarm and the insulin pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery and it was not recurring. She was advised to monitor the device.